Manufacturer narrative:
The explanted lens was returned on 05/08/2019. Visual inspection and interferogram of the lens confirmed the additional polymerization of the lens following completion of the lock-in procedure. Coupled with the review of the clinical data and review of the adjustment and lock-in treatment videos, the root cause of the issue was determined to be due to insufficient uv exposure to consume the photoreactive components to adequately complete lal lock-in. The insufficient exposure was due to insufficient pupil dilation.

Manufacturer narrative:
The explanted lens is expected to be returned for evaluation. The lens is currently in transit back to manufacturer. Device history record for the lens was reviewed. No issues were noted with the device history record.

Event description:
Patient reported to have uneventful implantation of the light adjustable lens on (B)(6) 2018. Lens adjustment and lock-in light treatments were performed with the patient's iris not fully dilated. This resulted in an incomplete adjustment and lock-in of the lens. After completion of the lock-in procedure, the patient stopped wearing the uv protective eyewear, causing the lens to continue to polymerize. The polymerization resulted in poor visual acuity and visual disturbances (ghosting). The lens was explanted on (B)(6) 2019.